Event description:
Patient's caregiver called baxter technical assistance to report transfer set wtih titanium adapter separated from their pd catheter during dwell 2/3 of apd treatment on the homechoice machine. Per rn, the transfer set had been in place 4 days when the incident occurred. The transfer set was changed as well as a new titanium (2 parts) put in place after the silastic tubing of the patient's catheter has been trimmed from where the old titanium had been positioned. The patient was still on vancomycin from previous peritonitis infection and no injury resulted form incident per rn.